Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 02jun2023. H6: investigation summary: 1 used sample of material # 10010453 was returned for quality investigation by the customer. It was reported by the customer that there was blue medication leaking onto the white towel under all the lines. Prior to functional testing the samples were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm the leakage. The failure of leakage was observed under the male luer lock connector. Leakage issue could be replicated may be because crack or hole beneath the luer lock. Quality notification send to manufacturer. A device history record review for model 10010453 and lot number 23035236 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. After the investigation by the manufacturer, the possible root cause of leakage between tubing and male luer can be related to incorrect tubing handling including no inserting the tubing fully into the male luer, excess of solvent and non-use of fixtures by the assembler. A quality alert was created by the quality engineer and communicated by the production supervisor to the involved personnel to reinforce the correct tubing handling including inserting the tubing fully into the male luer, the correct solvent application and use of fixtures in the operation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: I primed the methylene blue and hooked it up to the pressure cap on one of the open ports on the turkey foot I had available and started the gtt and then drew some labs. So maybe a min or two passed and when I looked back at the pts ij there was blue medication leaking onto the white towel under all the lines. I tried tightening the connection but it was still leaking. I traced the line back and found fluid leaking from the alaris tubing itself not the connection site.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: I primed the methylene blue and hooked it up to the pressure cap on one of the open ports on the turkey foot I had available and started the gtt and then drew some labs. So maybe a min or two passed and when I looked back at the pts ij there was blue medication leaking onto the white towel under all the lines. I tried tightening the connection but it was still leaking. I traced the line back and found fluid leaking from the alaris tubing itself not the connection site.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.